Event description:
It was reported that a patient using the ilet experienced hypoglycemia and contacted support for guidance on managing a low glucose level before a meal. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included user education to treat the low and proceed with meal dosing. Investigation included a review of use instructions and troubleshooting with the user. Investigation of this case revealed that the patient was advised to take fast-acting carbohydrate, wait until glucose was above 70 mg/dl, then announce and begin the meal, and to announce meals at the start of eating. It was concluded that the event involved user guidance for hypoglycemia management with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.